Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. A partial lead was returned cut in two segments. A short portion of the insulation from the middle of the lead was not returned. Visual inspection x-ray examination and electrical testing was performed on the lead. The portion of the lead that was returned was normal with no anomalies or internal shorts. All other damage found was consistent with damage caused during explant.

Event description:
It was reported that an increase in pacing lead impedance and thresholds were noted. During the extraction procedure, physician observed insulation being worn out. The lead was explanted and replaced.